Event description:
It was reported that when using the bd pyxis¿ es server, user reported that an error keeps pop out on the screen. Patient orders not crossing and had interface problem. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and accessed the system via the provided link, opened sql server management studio (ssms) and ran the downtime query, confirming that all messages were current, launched health sight viewer (hsv) and verified there were no critical alerts related to the reported issue. Logged into patient encounter system (pes) and reviewed synchronization information, confirmed that all stations were communicating normally and were current. The system functioned as intended.